Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a check of the instruments it was detected that a 3 mm piece of the screw drivers was missing. The device had been used during the surgery and it the breakage was detected until after the surgery was completed.

Manufacturer narrative:
A product investigation was completed: the screw driver f/locking quicklock screws present a damaged cruciform tip as per event description. One of the four flanks broke off and is completely missing. The three remaining flanks are badly twisted in clock-wise direction showing that the tip was damaged during screw insertion. Because of the damage the complaint relevant dimensions cannot be checked to specifications anymore. The device history record review shows that the production procedure was according to the specifications at the manufacturing time in january 2009 and there were no issues that would contribute to this complaint condition. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. We determine that the root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issues were identified or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by the reporter. Event date: unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during pre-operative instrument set up it was noticed that an approximate after the surgery 3mm portion of the screwdriver tip was missing. The screwdriver was still used for the surgery. There were not problems during the procedure. The surgeon did not report a breakage. An x-ray did not show any foreign objects within the patient and there were no adverse consequences to the patient. There was no report of surgical delay. This report is 1 of 1 for (B)(4).